Event description:
The customer reported a total loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep supplied a replacement power supply. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.